Manufacturer narrative:
No unexpected button error alarms noted. Intermittent button response on the escape button due to corroded keypad traces noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.(B)(4).

Event description:
It was reported the customer received a button error alarm. Customer stated they were unable to use the buttons on the insulin pump. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.